Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. The lead was deactivated. The patient was stable and asymptomatic.

Event description:
New information received notes that the lead also exhibited increased capture threshold and insulation damage. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.